Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the estimated remaining longevity had decreased from 5.5 years to 2.5 years over the course of four months. Device replacement was scheduled; however, the device remains implanted at this time. No adverse patient effects were reported. It was reported that this device was subsequently explanted. No additional adverse patient effects were reported. The device was not returned for evaluation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the estimated remaining longevity had decreased from 5.5 years to 2.5 years over the course of four months. Device replacement was scheduled; however, the device remains implanted at this time. No adverse patient effects were reported.